Manufacturer narrative:
(B)(4). Upon visual inspection it was determined that the returned component is a zirconia abutment and not a zirconia coping as initially reported. A portion of the abutment was returned with a screw and the reported fracture was confirmed. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall. (B)(4).

Event description:
The dentist reported that the zirconia abutment fractured at the connection.

Manufacturer narrative:
Product is not returned to manufacturer.product code elz

Event description:
The dentist reported that zirconia coping fractured.